Manufacturer narrative:
Additional information: in situ measurements show the device working within specification as expected, given that information received stated that this recipient was explanted due to an abscess formation at the implant site that did not respond to treatment. As the patient also presented with ear discharge it is likely that he had a middle ear infection, which spread to the implant site, forming an abscess. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, a device contribution to the complexity of this infection cannot completely be excluded. Despite requested, the explanted device has not been received for investigation yet.

Event description:
The recipient was implanted on (B)(6)2023, the parents brought him to the clinic on (B)(6)2023 reporting swelling at the surgical site for about 1 month and discharge for about 3 days. Moreover, seroma was drained, later infection in the skin suture line, which was not healing hence explantation done. Exploratory surgeries were performed for draining out the fluid and clean out granulation and unhealthy tissue on (B)(6) 2023, (B)(6)2023 and (B)(6)2023. Despite the exploratory surgeries, the infection was not resolved and the decision to explant the device was made. The recipient was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted on (B)(6) 2023, the parents brought him to the clinic on (B)(6) 2023 reporting swelling at the surgical site for about 1 month and discharge for about 3 days. Moreover, seroma was drained, later infection in the skin suture line, which was not healing hence explantation done. Exploratory surgeries were performed for draining out the fluid and clean out granulation and unhealthy tissue on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023. Despite the exploratory surgeries, the infection was not resolved and the decision to explant the device was made. The recipient was explanted.